Manufacturer narrative:
(B)(6). The batch card(s) for the complaint lot(s) was reviewed and passed 100% insertion. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted. Catheter leak could be due to several reasons. However, in the absence of the returned sample, further investigation could not be conducted , and the actual root cause of this phenomenon could not be determined. Therefore, this complaint could not be confirmed.

Event description:
The report states: it was necessary to insert a catheter (drainage) because of a full bladder of a baby. The catheter was inserted with difficulty within few minutes. Whereas the catheter was inserted there was no flow of urine. So , a decision was made to rinse the catheter (doctor's request). Then it was observed that the catheter was pierced at the junction between the drainage channel and the body of the catheter. Clinical consequences: the catheter was removed from the baby and another catheter was inserted.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: it was necessary to insert a catheter (drainage) because of a full bladder of a baby. The catheter was inserted with difficulty within few minutes. Whereas the catheter was inserted there was no flow of urine. So, a decision was made to rinse the catheter (doctor's request). Then it was observed that the catheter was pierced at the junction between the drainage channel and the body of the catheter. Clinical consequences: the catheter was removed from the baby and another catheter was inserted.